Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported rebar catheter was not returned with the stent. Additionally, the catheter size was not reported. Therefore, any contributing factor from the catheter, including compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The stent¿s working length was in good condition, while the non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil appeared to be in good condition. The pushwire was found kinked at the detachment zone. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s complaint was confirmed as the returned solitaire fr 6-30 stent device and pushwire were damaged (kinked). The damages likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the catheter against resistance. The root cause cannot be determined. Possible causes include vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during delivery. In this event, it was reported that the vessel was not tortuous, ruling out vessel tortuosity as a possible cause. Therefore, a damaged or incompatible catheter and a lack of continuous flush with heparinized saline during the delivery could have contributed to the resistance issue reported. Since the catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance during delivery in the middle section of the catheter. It was reported that the pushing resistance in the microcatheter was large and it could not be pushed to the lesion site. The vessel was not tortuous.  The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the vessel tortuosity was not applicable. The patient did not experience any symptoms related to the resistance. The patient¿s baseline (tici, nihss etc.) Was unknown. The patient¿s post-thrombectomy condition (tici, nihss, etc.) Was unknown.